Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. When the device is used and an implant is placed near it, 4 blue leds light up, and after a few seconds they turn off. The cpr4 head is not able to detect implants. This issue is caused by a component failure on the usb cable. One wire of this cable is shorter than usual, which cause the voltage to not be conducted correctly. With the presence of fracture on 3 corners of the head device, we can make the hypothesis that this component failure has been caused by an accidental fall on a hard ground. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 17-july-2025, the cpr4 head is out of order as it did not detect the implant (no blue leds)